Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot h11a03132 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident was due to the patient's medical condition.

Event description:
This is a spontaneous nurse report from the USA of post-operative infection after surgery for polycystic kidney disease and peritonitis with culture positive for e. Coli in a female patient (age not reported) coincident with dianeal unknown and dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal unknown and dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The nurse reported the following. Treatment included a kidney operation on an unreported date. On an unreported date, the patient experienced a post-operative infection after surgery for polycystic kidney disease. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment included ip fortaz 1 gram every day to continue for 3 weeks. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the event of post-operative infection after surgery for polycystic kidney disease was not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse reported that the cause of the peritonitis was the infection from the kidney operation but did not provide an opinion of causality for the events of polycystic kidney cysts and infection from kidney operation. This is report 1 of 3 involved in this peritonitis event.